Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the pump shutting down. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose (bg) level was 596 mg/dl, with high ketones. The customer went to the emergency room and was subsequently hospitalized. Customer attempted to treat bg level with a manual injection, however was treated with intravenous fluids of saline and insulin at the hospital. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage.